Event description:
Patient presented to the physician with wound dehiscence at the chest incision site exposing the components and clear fluid discharge was observed with redness at the incision. Physician brought the patient into the operating room, removed the ipg and a portion of the stimulation lead and sensing lead, and closed.

Event description:
Patient presented back to the physician with pain caused by the previously abandoned portion of the stimulation lead wire migrating superficially near the incision site. Physician brought the patient into the or, reopened the chest incision, removed an additional portion of the stimulation lead wire, and closed the incision.